Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced cramps [presumed to mean seizures]. The parent checked the patient's bg and it was 25 mg/dl and the cgm was reading 52 mg/dl. It was reported that there were no alerts heard nor form the phone nor the receiver. The parent called the emergency doctor. The patient was taken to the hospital and was hospitalized for 2 to 3 days. There was no information about treatment administered to the patient during the event. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.